Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and found to have thermal damage on the top yaw pulley. No conductor wire damage was found. The instrument passed the electrical continuity test. No broken or loose cables observed as well. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps (mbf) cable was damaged. There was no report of patient involvement. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mbf instrument operated as expected during the last procedure usage. After the procedure, the instrument was inspected, and the issue was found during central processing.